Manufacturer narrative:
The referenced april 2017 suspected driveline short-to-shield event was reported under medwatch MFR report #2916596-2017-01064. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years, 2 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to dizziness and chest pain. Upon interrogation of the lvad system, multiple low battery hazard alarms and a pump stoppage were recorded. Reportedly, the patient has kept the lvad system connected only to external battery power since april 2017, including while sleeping at night. At that time, a driveline short-to-shield had been suspected. The system controller log file was submitted to the manufacturer's technical services department for analysis. The recorded data indicated that on (B)(6) 2017 at approximately 09:37 am, only the white power cable of the system controller was connected to a fully charged external 14v li-ion battery. The external battery on the black power cable of the system controller later depleted. On (B)(6) 2017 at approximately 01:00am, low battery advisory alarms occurred. A low battery hazard alarm was recorded at 03:07 am. At 03:37 am the system controller¿s 11v li-ion backup battery activated and continued to power the system until it was completely depleted. On (B)(6) 2017 at some time before 07:30am when the clock was reset, a fully charged battery was connected to the system controller¿s black power cable and the lvad resumed normal operation as programmed. Based on the log file data, it could not be determined how long the pump was stopped. The external battery on the white power cable was changed at approximately 09:14 am on (B)(6) 2017. The vad clinicians reported that the patient tends to wait too long to change the batteries. Due to the patient¿s behavior with the external battery exchanges, the clinicians requested and received an ungrounded patient cable for the patient to use when connecting the lvad system to the power module.

Manufacturer narrative:
The report of pump stoppage with multiple alarms was confirmed based on the review of the submitted system controller log file. The log file contained low battery advisory alarms followed by low battery hazard alarm and pump operation switching to power saver mode. A no external power alarm was also recorded indicating that the external batteries were depleted and the system controller¿s 11 volt lithium-ion backup battery (ebb) activated. The data recorded in the log file indicated that the pump continued to operate in power save mode until a time clock reset event occurred due to a loss of power. After the system controller was connected to a viable power source, the clock reset and the pump resumed normal operation. Based on previous complaint history, these conditions appear consistent with loss of power to the pump due to depletion of both external batteries and the system controller¿s 11 volt lithium-ion backup battery. The data recorded in the submitted log file, and the user facility¿s report, confirmed that the patient consistently remains on external batteries to power the lvad system and does not appear to switch to power module support while sleeping. The heartmate ii lvas IFU explains that completely depleting the battery charge when operating on batteries will cause the pump to stop. The heartmate ii lvas patient handbook outlines all system controller alarms as well as the appropriate actions associated with them. These documents warn against using battery power during sleep or when there is a chance of sleep. These documents also provide instructions for how to charge and exchange batteries, how to monitor battery charge level, and how to switch between power sources. The patient remains ongoing on pump support with an ungrounded patient cable and no further events have been reported. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.